Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. The customer replaced the defective touch frame and power status (light emitting diode) leds to address the reported problem. The unit successfully passed the required performance verification.

Event description:
The customer reported error touch screen, and led failure. The device was not in use at the time of the reported event.